Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age not provided by reporter. Event date: unknown. No r/a information available, use limited information provided by (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The 510k #: unknown. Device history records was conducted. The report indicates that the: part: 02.224.224 lot: 7783368, manufacturing location: (B)(4), manufacturing date: 01. March 2012, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a postoperative dhs screw deformation had occurred. Patient weight (B)(6). Patient had slipped at home and fallen on to the left side of his body. He was then taken by ambulance to (B)(6) hospital where a lateral femoral neck fracture was diagnosed on the basis of the externally rotated and shortened left leg and a corresponding x-ray. Peripheral circulation, motor function and sensation were intact and no open lesions were visible. The patient was transferred to (B)(6) hospital for surgical management. The internal fixation with dhs was initially successful with no complications. However, the postoperative check x-ray showed that the dynamic hip screw had bent after weight bearing in a scenario of poor bone support and high patient body weight. History of internal fixation of left proximal femur with 4-hole dhs. Directly at the proximal end of the guide sleeve there is a kink in the femoral neck screw of approx. 27 degrees in the mediocaudal direction. No material fracture discernible. The lateral femoral neck fracture is displaced in the caudal direction by approx. 1.5 cm. The osteosynthesis material was subsequently removed and a cementless total hip replacement was implanted. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the dhs screw was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. It is clearly visible that the shaft is indeed strongly bent. Based on these findings we conclude that the cause of the occurrence is not due to any manufacturing non-conformances and we have to assume, that high applied mechanical forces caused this circumstance. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. No product fault could be detected. High applied mechanical forces caused this circumstance. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.